Event description:
Customer initially called stating that he is hospitalized due to food poisoning. Customer stated that his blood glucose was 396 mg/dl because his insulin pump was not working correctly. Customer stated that the insulin pump had button error, buttons were not responding and the screen was frozen. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No frozen display was noted. The insulin pump had minor scratches on the display window, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.